Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she normally feels stimulation in bike seat but for first time ever she now feels stimulation going down her right leg and foot. The patient stated the only thing out of her normal activities was that during holidays she had been picking up/holding her nieces that are about 70 lbs. She stated she didn't want to make and changes to her settings/programs as she had such great success with her bowels so far. The change in therapy/symptoms was considered as sudden. No further complications were reported or are anticipated.